Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/05/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive up arrow and down arrow keypad buttons was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and there was no evidence of contamination observed under the key contacts. The pump was opened and no damage or contamination was observed to the keypad flex or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.